Event description:
Received information that an altitude alarm occurred. Reportedly, the customer had recently gone swimming. The customer was unsure if her blood glucose (bg) level was impacted because bgs went high during the altitude alarm, but customer had also eaten french fries.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.